Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings: 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon functional testing of the returned sample. One used 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The arteriotomy locator was returned as well. Upon visual analysis, bloodlike substances were found on the main body of the device. The locator was noted slightly bent and the shaft of the locator was broken at the hub. The end of the broken shaft was subjected to microscopic analysis and appeared to be cut. The hemostasis sheath was found to be mated with the carrier tube assembly. The deployment sleeve was in the partial rear lock position with the color bands fully concealed. The anchor was exposed at the distal tip of the hemostasis sheath and it wasn't posted to the sheath tip. For functional testing, the deployment sleeve was pulled to rear lock position and the color bands were exposed. Then tension was applied on the anchor and the collagen and suture unspooled from the device as intended without issues. The complaint could not be confirmed for the allegation of assembly issues of sheath and carrier tube assembly as the components were returned properly mated. The device was pulled into rear lock position and no issues were found. The exact root cause of the alleged event cannot be determined based on the returned device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to fix the device to the insertion sheath. As the angio-seal device was unable to be inserted completely into the insertion sheath so that the two pieces were securely assembled, the anchor was not deployed. The angio-seal device was then withdrawn and successfully removed from the patient. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. After the procedure, the sales representative attempted to insert the device into the sheath using the actual devices received from the hospital, the two pieces could be snapped together securely by pushing with force. The procedure before deploying the device was percutaneous coronary intervention (pci) for lad#7. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There were no other devices or equipment used with the reported product.